Event description:
It was reported that 150cc of fluid infused at a fast rate in less than 20 minutes on two occasions and air was noted in the line near the patient. The ordered rate was 75ml/hr. There was no resultant patient complication.

Manufacturer narrative:
Manufacturer's report date 12/12/97. The pump was returned for evaluation. Visual and functional testing was performed and the pump was found to exhibit intermittent freeflow during testing. The instrument case was opened and one of the mechanism springs was found to be detached and within the unit. Using optical microscopy we were unable to determine the exact cause of the srring failure. The air in line complaint could not be duplicated in our analysis. The mechanims and spring were replaced and the instrument passed all function testing. Production mfg has added additional spring installation verification steps during MFR, and engineering has designed an assembly aid for verification of completed spring installation during production and service.